Event description:
It was reported that the lead was experiencing oversensing, and that the impedance was greater than 3000 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information was received in a lawsuit alleging the patient "experienced inappropriate and/or excessive shocking, or failure to receive therapeutic shocks. Each of which have required them to seek medical intervention resulting in replacement of the defective" lead. It further alleged that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and that the "[patient has] further suffered physical injuries and various physical manifestations of emotional distress". Lead "failure" was also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the lead was experiencing oversensing, and that the impedance was greater than 3000 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.